Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.7.0) installed on iphone 16 (ios 18) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the d00780504, version e. After conducting a thorough investigation, we have identified several disconnection from the os. Even though the os didnâ¿¿t specify the reason of the disconnection, we believe it might be due to missing bonding keys which typically cause the connection to fail multiple times. The issue was confirmed also on new logs provided to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively:â â please try resetting the bluetooth cache and re-pairing with the pump using the following steps: 1. Leave the pump pairing screen in the minimed mobile app if itâ¿¿s active. 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Turn bluetooth off from the ios settings app (settings > bluetooth). 5. Wait 5 minutes. This wait is needed to allow the ios to reset the bluetooth cache. 6. Turn bluetooth back on. 7. Navigate to the pump pairing screen in the minimed mobile app. 8. Attempt pairing with the pump if the previous steps did not work, please try restarting your mobile device and re-pairing with the pump using the following steps: 1. Leave the pump pairing screen in the minimed mobile app if itâ¿¿s active. 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Restart the mobile device. 5. Navigate to the pump pairing screen in the minimed mobile app. 6. Attempt pairing with the pump if the previous steps did not work, please try re-installing the mmm app using the following steps: 1. Remove the minimed mobile app and all the app data (settings > general > iphone storage > minimed mobile > delete app). 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Install the minimed mobile app. 5. Navigate to the pump pairing screen in the minimed mobile app. 6. Attempt pairing with the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and mobile. The customer reported no adverse event. The event involved product(s) mmt-6102, mmt-1880l. The customer requested assistance with pump programming and assisted customer with requested programming. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102. No product return is required for mmt-1880l.